Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
It was reported the patient presented for a device replacement procedure. Their right ventricular lead exhibited high capture thresholds in which the lead was explanted and replaced on (B)(6) 2020.